Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], transient ischaemic attack [transient ischaemic attack] , thyroid cancer [thyroid cancer] , depression [depression] , weight gain [weight gain], memory loss [memory loss], language disorder [language disorder], joint pain [joint pain] , haemorrhagic periods [heavy periods] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018 she experienced pelvic pain (seriousness criterion medically important), transient ischaemic attack ("transient ischaemic attack"), depression ("depression"), amnesia ("memory loss"), language disorder ("language disorder"), arthralgia ("joint pain") and heavy menstrual bleeding ("haemorrhagic periods") and was found to have thyroid cancer ("thyroid cancer") and weight increased ("weight gain"). At the time of the report, the pelvic pain, thyroid cancer, depression, weight increased, amnesia, language disorder, arthralgia and heavy menstrual bleeding had not resolved. The outcome of transient ischaemic attack was unknown. No causality assessment was received for essure with regard to transient ischaemic attack, thyroid cancer, depression, weight increased, amnesia, language disorder, arthralgia, pelvic pain or heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] transient ischaemic attack [transient ischaemic attack] thyroid cancer [thyroid cancer] depression [depression] weight gain [weight gain] memory loss [memory loss] language disorder [language disorder] joint pain [joint pain] haemorrhagic periods [heavy periods]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018 she experienced pelvic pain (seriousness criterion medically important), transient ischaemic attack ("transient ischaemic attack"), depression ("depression"), amnesia ("memory loss"), language disorder ("language disorder"), arthralgia ("joint pain") and heavy menstrual bleeding ("haemorrhagic periods") and was found to have thyroid cancer ("thyroid cancer") and weight increased ("weight gain"). At the time of the report, the pelvic pain, thyroid cancer, depression, weight increased, amnesia, language disorder, arthralgia and heavy menstrual bleeding had not resolved. The outcome of transient ischaemic attack was unknown. No causality assessment was received for essure with regard to transient ischaemic attack, thyroid cancer, depression, weight increased, amnesia, language disorder, arthralgia, pelvic pain or heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.